Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6) medical center. A getinge field service engineer (fse) was dispatched to investigate the iabp unit. The unit said it was in standby for over a minute. The fse was able to verify two "autofill failure alarms" in the units fault log on the event date, and the iabp had a total of 32 autofill failure alarms. The fse determined that this malfunction could have occurred due to a faulty k10 valve, or the intra-aortic balloon got disconnected. The fse was unable to reproduce the "autofill failure alarms" and the iabp was within calibration and passed all functional and safety tests. Due to the possibility of thek10 valve in the pneumatic module assembly being faulty at times, the fse replaced the pneumatic module aasembly as a precaution. The fse the calibrated the unit and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) went into standby mode. The iabp did not generate any alarms. No adverse event was reported.